Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out-of-range pace impedance measurements at routine follow up. Pacing thresholds remained acceptable but sensing was noted to have decreased since the previous device check. Stored measurements noted early changes beginning approximately 7 months prior. An x-ray was obtained and no obvious issues were identified. No additional investigation was performed and the device was programmed to rv only therapy. The patient was referred to their implanting physician for potential surgical review but no further information has been provided. No adverse patient effects were reported. This system remains in service.